Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and observed station worked properly. The customer also confirmed the station was working as expected and no further assistance needed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es glangwili-cld station remained stuck on the windows login screen, prompting for a username and password. The user rebooted the station, but the issue persisted and the medapp did not launch automatically. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.